Manufacturer narrative:
The device evaluation was completed for the reported event of downstream occlusion. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported event was verified and the determined cause was the downstream tubing guide shim was out of specification the downstream tubing guide shim was adjusted during the repair process  should additional relevant information become available, a supplemental report will be submitted. Received date was updated to the correct date.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.